Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional aortic stent graft exclusion procedure. Reportedly, the suture broke when attempting to close the vessel. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent information was received: the initial sheath size was 6f. The pre-close technique was attempted but do to the suture break, it was aborted. The sheath was upsized to 22f. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.